Manufacturer narrative:
Follow up #1 submitted: 05/28/2013 device evaluation: on investigation, the display was noted to be dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration. The pump was opened for investigation and revealed the vibration motor connections were not making proper contact with the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.